Manufacturer narrative:
It was reported that the power load system would get stuck retracted during powered loading and unloading only. It was confirmed that the cot could be loaded/ and unloaded manually. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported via repair work order that the transfer was stuck retracted, which could effect loading of a cot for patient transport. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported via repair work order that the transfer was stuck retracted, which could effect loading of a cot for patient transport. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.